Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 5 (ethanol) was not in contact with the corresponding sensor for approximately four (4) seconds at 22:42 pm on (B)(6) 2018, which is not sufficient time to replace the reagent; and the station properties for bottle 5 (ethanol) were reset at 22:42 pm on (B)(6) 2018. This action set the ethanol concentration in bottle 5 to the default concentration of 100% configured in the reagent types definition. However, the actual ethanol concentration of the reagent in bottle 5 remained unchanged at 80.4% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type, and as a consequence the reagent in bottle 5 (ethanol) was used for the final dehydration step in a total of nine (9) protocols which completed between (B)(6) 2018. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. As a consequence, the quality of tissue processing from the nine (9) protocols completed between (B)(6) 2018 would have been adversely impacted. Investigation of this complaint found that the instrument functioned as designed during execution of the nine (9) protocols completed between (B)(6) 2018. The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred at 22:42 pm on (B)(6) 2018. The facts indicate that manual replacement of the reagent in bottle 5 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
On (B)(6) 2018, leica biosystems received the following complaint: "tonight we had several biopsies that while cutting appeared to be water-logged/under-processed. We stopped cutting these biopsies and melted them back down for reprocessing. All of these cases came off the same processor peloris 1a. A picture was taken of the blocks before they were melted to document the under processing. Checking the "events log" on monday (B)(6) the processor alarmed that the "final concentration threshold for ethanol exceeded, 1 run remaining, bottle 10". For an unknown reason that will need to be investigated by leica, bottle 10 never stripped out as an indication to change the solution. The processor was ran as usual until we encounter the under-fixed biopsies today. I pulled bottle #10 ethanol and checked the concentration and found it to be at 80%, I changed the solution completely. I went through and pulled each of the 70% and the rest of all the ethanols and found them to be at the appropriate concentration." On (B)(6) 2018, a leica field service engineer (fse) and a leica senior application specialist (fss) visited the laboratory in order to assess the operation and function of the instrument and to provide applications support respectively. The fse performed system verification tests, for which the results were satisfactory. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer and recorded both the measured result and that calculated by the instrument software result for each bottle. The variance between the measured and calculated ethanol concentration exceeded the acceptable limit in bottle 5 (ethanol). The fss also documented that the affected tissue samples were likely derived from the "bitty bits" protocol comprising 16 cassettes started in retort a at 06:09 am on (B)(6) 2018, based on review of the instrument logs; and the complainant had advised that the affected tissue samples had been successfully re-processed on another instrument located in the laboratory. On 27 march 2018, leica biosystems received information that all cases from which tissue samples exhibited sub-optimal processing were diagnosable.